Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 10mm in length target lesion was located in the severely tortuous, moderately calcified, with a vessel diameter of 38mm distal left anterior descending artery. A 12 x 4.00 promus premier drug-eluting stent was advanced for treatment but resistance was felt and the device failed to cross the lesion. After withdrawal, it was noted that the stent was deformed and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated bby MFR.: promus premier stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 10mm in length target lesion was located in the severely tortuous, moderately calcified, with a vessel diameter of 38mm distal left anterior descending artery. A 12 x 4.00 promus premier drug-eluting stent was advanced for treatment but resistance was felt and the device failed to cross the lesion. After withdrawal, it was noted that the stent was deformed and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.